Event description:
It was initially reported, a patient who had the subject device implanted developed a drug resistant urinary tract infection (uti), had to be given intravenous (IV) antibiotics, and was hospitalized. The provider later reported that the device was implanted on (B)(6) 2024, and explanted on (B)(6) 2024. Five days after explant, the patient started experiencing chills, weakness, nausea, and altered mental status. They presented to the hospital and was found to have a multi drug resistant uti with a urine culture positive for morganella morganii. The patient was treated with ertapenem antibiotic therapy for 7 days with resolution of symptoms as of post operative check on (B)(6) 2024. Of note, the patient had a negative pre-implant urine culture and received single-dose IV antibiotics at the time of pre-implantation and explantation. There were no reports of further patient harm. Due to system limitation for the d2 field, the more accurate device product code is being entered here: qka - temporarily-placed urethral opening system for symptoms of benign prostatic hyperplasia.